Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed psi (pounds per square inch) test was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed psi (pound per square inch) test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.